Event description:
Customer reported experiencing frequent intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Additional corrective actions or information regarding the outcome of this event were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.